Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ('bleeding outside cervix - her menses started the next day') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced back pain ("left lower back pain"), anxiety ("anxiety") and musculoskeletal chest pain ("pain in left ribcage area") and was found to have heart rate increased ("rapid heart beat"). On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and palpitations ("constant heart palpitations") and experienced vaginal infection ("vaginal infection"), constipation ("constipation"), abdominal distension ("abdominal bloating") and abdominal pain ("abdominal pain"). The patient was treated with ibuprofen, paracetamol (tylenol) and surgery (removal surgery for essure). Essure was removed on (B)(6) 2019. At the time of the report, the vaginal haemorrhage and palpitations outcome was unknown, the vaginal infection, constipation and abdominal distension outcome was unknown, the abdominal pain, back pain and anxiety had not resolved and the heart rate increased and musculoskeletal chest pain had not resolved. The reporter provided no causality assessment for abdominal distension, abdominal pain, anxiety, back pain, constipation, heart rate increased, musculoskeletal chest pain, vaginal haemorrhage and vaginal infection with essure. The reporter considered palpitations to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2011 (discrepancy noted). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ('bleeding outside cervix - her menses started the next day') in a 31-year-old female patient who had essure (batch no. 20180230) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea (dysmenorrhea) and irregular menstrual cycle (irregular menstrual cycle). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced back pain ("left lower back pain"), anxiety ("anxiety") and musculoskeletal chest pain ("pain in left ribcage area") and was found to have heart rate increased ("rapid heart beat"). On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and palpitations ("constant heart palpitations") and experienced vaginal infection ("vaginal infection"), constipation ("constipation"), abdominal distension ("abdominal bloating") and abdominal pain ("abdominal pain"). The patient was treated with ibuprofen, paracetamol (tylenol) and surgery (abdominal hysterectomy laparoscopic,cystoscopy,salpingectomy laparoscopic (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the vaginal haemorrhage and palpitations outcome was unknown, the vaginal infection, constipation and abdominal distension outcome was unknown, the abdominal pain, back pain and anxiety had not resolved and the heart rate increased and musculoskeletal chest pain had not resolved. The reporter provided no causality assessment for abdominal distension, abdominal pain, anxiety, back pain, constipation, heart rate increased, musculoskeletal chest pain, vaginal haemorrhage and vaginal infection with essure. The reporter considered palpitations to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2011, (B)(6) 2010 (discrepancy noted), removal date: (B)(6) 2013. 3 coils in the left ostia. 2 coils in the right ostia. Most recent follow-up information incorporated above includes: on 7-jul-2020: mr received: reporter added, medical history added, lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ('bleeding outside cervix - her menses started the next day') in a 31-year-old female patient who had essure (batch no. 20180230-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea (dysmenorrhea) and irregular menstrual cycle (irregular menstrual cycle). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced back pain ("left lower back pain"), anxiety ("anxiety") and musculoskeletal chest pain ("pain in left ribcage area") and was found to have heart rate increased ("rapid heart beat"). On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and palpitations ("constant heart palpitations") and experienced vaginal infection ("vaginal infection"), constipation ("constipation"), abdominal distension ("abdominal bloating") and abdominal pain ("abdominal pain"). The patient was treated with ibuprofen, paracetamol (tylenol) and surgery (abdominal hysterectomy laparoscopic,cystoscopy,salpingectomy laparoscopic (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the vaginal haemorrhage and palpitations outcome was unknown, the vaginal infection, constipation and abdominal distension outcome was unknown, the abdominal pain, back pain and anxiety had not resolved and the heart rate increased and musculoskeletal chest pain had not resolved. The reporter provided no causality assessment for abdominal distension, abdominal pain, anxiety, back pain, constipation, heart rate increased, musculoskeletal chest pain, vaginal haemorrhage and vaginal infection with essure. The reporter considered palpitations to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2011, (B)(6) 2010 (discrepancy noted), removal date: 17dec2013. 3 coils in the left ostia, 2 coils in the right ostia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ('bleeding outside cervix - her menses started the next day') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced back pain ("left lower back pain"), anxiety ("anxiety") and musculoskeletal chest pain ("pain in left ribcage area") and was found to have heart rate increased ("rapid heart beat"). On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and palpitations ("constant heart palpitations") and experienced vaginal infection ("vaginal infection"), constipation ("constipation"), abdominal distension ("abdominal bloating") and abdominal pain ("abdominal pain"). The patient was treated with ibuprofen, paracetamol (tylenol) and surgery (removal surgery for essure). Essure was removed on (B)(6) 2019. At the time of the report, the vaginal haemorrhage and palpitations outcome was unknown, the vaginal infection, constipation and abdominal distension outcome was unknown, the abdominal pain, back pain and anxiety had not resolved and the heart rate increased and musculoskeletal chest pain had not resolved. The reporter provided no causality assessment for abdominal distension, abdominal pain, anxiety, back pain, constipation, heart rate increased, musculoskeletal chest pain, vaginal haemorrhage and vaginal infection with essure. The reporter considered palpitations to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2011 (discrepancy noted). Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received: device removed, essure removal date was added, reporter was added, product indication was added. Case upgraded to incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.